Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Additionally, it was reported that the cartridge was leaking from the o-ring. A replacement pump was sent to resolve the issues. There was no adverse impact to the customer's blood glucose level.